Manufacturer narrative:
F10. Adverse event problem -health effect - impact code; corrected data; initial MDR inadvertently omitted health impact code prior to submission.

Event description:
The explanted device is not available for return.

Event description:
The patient had a full replacement. The suspect device has not been received for analysis to date.

Event description:
It was reported the patient went to the physician¿s office and device shows issue on the output status and lead impedance. Patient was requested to do a chest x-ray and is being referral for a lead revision or a full revision. X-ray report was reviewed and no abnormalities to vns were noted. No known surgical intervention has occurred to date. No additional relevant information has been received to date.